Event description:
A woundcare nurse reported to an iti representative that she had a patient where the black foam became embedded in the wound. The nurse reported that the last dressing change was on (B)(6) she was unable to remove the foam. The nurse said she exerted quite a bit of force without success. She was reluctant to pull harder in case she caused bleeding. The iti representative was able to view the wound and determined that black foam was used in an undermined area and also noted a tunnel area about 8 cm long that was also packed with black foam. Surgical debridement was performed on (B)(6) and the patient returned home the following day, reportedly doing well.

Manufacturer narrative:
Iti's device labeling, available in print and online, states "do not use black foam in tunnels" and "black foam may be used in undermining, but to ensure complete removal of black foam in extensive undermining, consider wrapping it in a wound contact layer". Additional inservice was requested and provided to review appropriate dressing applications for wounds with undermining and tunnels. There was no product malfunction. This report is being filed due to user misuse.